Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device with 2 assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture and pain" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced. Device has been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and pain" confirmed via ultrasound. This record is for the right side. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.